Manufacturer narrative:
(B)(4).

Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. Dexcom technical support advised patient's mother to perform reset on device. The foreign patient's mother did not report any injury or medical intervention.